Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on (B)(6), 2026, the patient experienced a skin reaction at the infusion site on the arm after an unspecified duration of pod wear, which subsequently progressed to an infection. The patient reported developing pain at the site, prompting them to remove the pod. Upon pod removal, the infusion site exhibited redness, warmth, inflammation described as a lump, and purulent discharge (pus). The patient reported placing a new pod on the other arm and subsequently sought medical attention at (B)(6) within turnpike house medical centre, where they were diagnosed with a skin infection and prescribed antibiotics. The medical visit lasted approximately 10 minutes. The pod involved was discarded and is unavailable for investigation.